Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is using lyumjev insulin. Tandem technical support informed customer that lyumjev is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.